Manufacturer narrative:
The pcf-h190dl video scope, serial number (B)(4) was received for evaluation. Visual inspection of the received condition was performed and determined numerous damages within the biopsy and suction channels. The biopsy channel was inspected with an olympus boroscope. A large tear along with multiple scrape marks were found in the biopsy channel. Kinks were found on the suction channel at the opening near the scope connector side and scrapes located on the pipe to the suction channel at the entry from the scope connector side. The damages found in both of the suction and biopsy channels is likely attributed to a damaged or non-compatible instrument being inserted within the channels. No broken pieces of the suction cap or any loose materials were found in either of the channels. Additionally, a small chip , approximately 5 percent of the light guide lenses at the distal end side was found. The missing portion was not returned. Discoloration was found on both ends of the bending section glue. The bending section cover has an abraded area near the insertion tube however even with the presence of the abrasion on the surface, the scope passed the cosmo leak test. As a preventive measure, the instruction manual provides several warning statements: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.

Event description:
It was reported that during a colonoscopy polyp removal procedure, a piece of the suction cap broke off and was sucked up into the biopsy channel along with the polyp material. The user reported that no fragments fell into the patient, and the intended procedure was completed. No patient harm or injury reported due to the event. The device was inspected prior to use and there were no abnormalities observed.